Manufacturer narrative:
Product analysis: the everflex entrust device was returned to medtronic investigation lab for evaluation. The device was returned coiled in a ziplock bag inside a shelf carton. The device was returned with the handle opened and detached from the device, and the pullwire detached. There are kinks on the outer shaft approximately 2.8cm, 5.7cm, 7.1cm and 8.3cm from the distal end of shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an everflex entrust during treatment of a calcified cto (chronic total occlusion-100%) in the patient¿s proximal and mid right superficial femoral artery (sfa). Slight vessel tortuosty and severe calcification are reported. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. Pre-dilation was performed with a 6mm pta balloon. Resistance was noted during advancement of the device. No resistance was not during delivery of the device to the lesion. The device was passed through a previously deployed stent. Deployment issues are reported. The delivery handle was not cracked open. The thumbscrew/lock-pin was checked for securement prior to procedure and removed during attempted deployment. The stent initially deployed only approximately 60%. The physician manually deployed the stent using the pin and pull. The deployment issue did not cause issue to patient. No patient complications or injury are reported.